Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature depletion. The device was implanted for 2.8 years. It was part of the recall population. The device was replaced with another guidant model.